Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the main drawer 6 and auxiliary drawer 2.2 failed to open and the device was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the drawers failed. The field service engineer (fse) observed that drawer six was not showing in the hardware test application. The rear cover was removed, and the controller was found to have no power. The controller was replaced, but drawer six still did not appear in the hardware test application. The drawer was removed from the station, and the position sensor was replaced. In the hardware test application, drawer six was found and configured. Final testing was performed successfully. The customer was able to recover and inventory the drawer successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 6 and auxiliary drawer 2.2 failed to open and the device was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.